Event description:
On (B)(6) 2010, the lay user/ patient's husband contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's husband reported the alleged issue began when the patient received the subject meter prior to contacting lfs. The husband reported blood glucose results of "143 mg/dl" with the subject meter and an unspecified result on another meter (type unknown), performed at an unspecified time of each other. Based on statistical methodology, the calculated difference cannot be determined for the expected value of <= 30% and/or <= 30 mg/dl. It is not known if the patient was taking any diabetes medications or whether the patient made any changes to her diabetes management routine at the time of the alleged issue. The husband claimed the patient was experiencing pain in the legs 4-6 months prior to the start of the alleged issue; however it is not known whether the patient received any medical treatment. At the time of troubleshooting, the patient's husband was not able to provide the cca whether the patient's process for testing was correct. The patient's husband did not have the control solution available to perform a quality control test. Replacement products were still sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) is k073231.